Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports patient - a status post right total hip done on (B)(6) 2018 - felt the hip crack went to the emergency room, where it was discovered to have a peri prosthetic fracture of the femoral stem. Surgeon decided to revise to a restoration modular stem. The surgery was performed per rest mod surgical technique. Four cables were placed to reduce the fracture. A new 10 degree hooded liner was implanted, as well as a new biolox 36mm head. The surgery was performed without incident.